Event description:
It was reported that the insulin gauge was inaccurate. There was no available information regarding the impact on the customer's blood glucose level. Despite reminders, the pump was not returned for assessment, and no further information was available regarding the outcome of the event.